Event description:
On (B)(6) 2009 my right hip was replaced due to osteoarthritis. Dr. (B)(6) at (B)(6) in (B)(6) used a depuy metal-on-metal press-fit implant. Following surgery, muscle calcification occurred along with creaking and popping . Other than the noises and lack of flexibility due to calcification, the implant performed satisfactorily until (B)(6) 2014 when I experienced significant pain in my right leg, especially the knee. Testing showed a very high blood cobalt level (57) and a stress fracture to the right femur. There had been no falls so it may be that the metal level softened my bone. Three parts of the implant were replaced on (B)(6) 2015 and the calcification removed by (B)(6) at (B)(6) in (B)(6). Recovery has been slow; however the cobalt level dropped significantly at the 90 days point.